Event description:
It was reported that the device had alarm - error codes / messages. There was no patient involvement.

Manufacturer narrative:
Additional information: imdrf annex a, g, b, c and d grids and manufacturer narrative (shr statement). Correction: manufacturer narrative (DHR statement). A review of the device history record showed the device had a manufacture date of 24aug2016. The review was performed from the date of manufacture to the present date 07jun2021. A review of the device history record for sn: (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn: (B)(6) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Manufacturer narrative:
The actual date of event is unknown. Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 24 aug 2016. The review was performed from the date of manufacture to the present date 27 apr 2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device had alarm - error codes / messages. There was no patient involvement.